Event description:
Customer's father reported that the sensor gave inaccurate readings. The blood glucose reading was 110 mg/dl while the sensor read 160 mg/dl. He stated that the sensor was in the buttocks and that they removed it the day before and it was kinked. He also reported having gone through several infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.